Manufacturer narrative:
Upon reassessment of the reported event, the liner was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the liner was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02735, 0002648920 - 2019 - 00485, 0001822565 - 2019 - 02737.

Event description:
It was reported patient underwent hip revision approximately 9 years post implantation due to unknown injuries. Attempts have been made and additional information on the reported event is unavailable at this time.